Manufacturer narrative:
On 11-dec-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav high-density mapping catheter and when the device was removed from the packaging, a hair was found inside the sterile packaging of the catheter. The device was not used on the patient. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j procedures. Visual analysis revealed that no damage or anomalies on the device. Customer do not provide evidence of the foreign material and during the visual inspection in the lab not foreign material was observed. Further investigation could not be performed due to the sterile packaging of the catheter do not returned for analysis. A manufacturing record evaluation was performed for the finished device number lot 31456868l and no internal action related to the complaint was found during the review. The foreign material issue reported by the customer could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain (IFU) the following warning and precaution: the sterile packaging and catheter should be inspected prior to use. The catheter was sterilized using ethylene oxide and should be used by the use-by date printed on the product label. Do not use the catheter after the date on the product label. The catheter is intended for single use only. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav high-density mapping catheter and when the device was removed from the packaging, a hair was found inside the sterile packaging of the catheter. The device was not used on the patient. No patient consequences were reported.